Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. It was reported that the patient's batteries and charger have a short life, early discharge, and slot not working on all eight (8) batteries and battery charger. The batteries and battery charger were replaced and returned to manufacturer for evaluation. There was no reported patient injury as a result of this event. Evaluation of the eight batteries and battery charger revealed that they passed external visual inspection and functional testing. Unable to verify the complaint event details via controller logs because they were not available at the time of this analysis. Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. Field safety notice (fsca apr2014) was issued to provide patients and healthcare providers with information to recognize batteries with less than two hours of run time, as well as reemphasize instruction on actions to take when battery alarms occur and reinforce proper power management field safety notice was then expanded (fsca apr2014.1) in order to remove batteries from the field that were released prior to the implementation of enhanced battery screening process to address and prevent battery failures. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU), patient manual, and training material provide clear instructions to the user on proper usage and care of power sources. The IFU provides instruction to further educate the patient about product safety, visual and audible alarm management, and device management; additional guidelines instruct the user on how to detect and react to a power source malfunction. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of eight reports (3007042319-2015-03858, 3007042319-2015-03859, 3007042319-2015-03860, 3007042319-2015-03861, 3007042319-2015-03862, 3007042319-2015-03863, 3007042319-2015-03864, and 3007042319-2015-02865) submitted for devices related to the same event.

Event description:
It was reported from the united states that the batteries have a short life and quick discharge rate. Additionally, one battery charger slot is not working with any of the eight (8) batteries tested. The eight (8) batteries and battery charger were removed from service and the patient was issued replacement devices. The batteries and battery charger were returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.